Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the clip failed to deploy. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.